Manufacturer narrative:
(B)(4). Batch # m5524d. Additional information was requested and the following was obtained: where within the gap setting scale was the orange indicator prior to firing? --- no information. What confirmation was received that the device was fully fired? --- no information. Did the device staple? --- yes, all deployed staples were loosely b-formed. Were there any staples missing from the staple line? --- no information. What was the shape of the staples (b-formation, irregular, legs straight)? --- all deployed staples were loosely b-formed. Did the device cut? --- no information. Was the cut line fully circumferential around the target tissue? --- no information. If the device fully cut, were all tissue layers present in both donuts when inspected? --- no information. After firing was the adjusting knob turned ½ to ¾ revolutions? --- no information. Was the device rotated 90 degrees in both directions to ensure the anvil was free from the tissue? --- no information. How was the device removed from the patient tissue? --- the anastomosis site was cut to remove the device from the patient tissue and hand suture was performed to anastomose the site. Who fired the device? --- the doctor did. Who removed the device? --- the doctor did. Was the safety reset prior to removal? --- no information. What was the users experience with the device? --- he was familiar with the device. Was there any change to the patients post-op care as a result of the difficulty in removing the device? --- no. What is the patients current status? --- no information. The analysis results found that the cdh25a device arrived in good visual condition. The breakaway washer was present and cut and there were no staples present, indicating that the device achieved a full firing stroke. The device was reloaded with staples, a new washer was placed on the device and it was tested for functionality. It fired and formed all the staples as well as completely cut the test media and the breakaway washer without incident. The staple line was complete and the staples were noted to have the proper b-formed shape. It should be noted that when removing the device; open the instrument by turning the adjusting knob counterclockwise. For easy removal, only open the instrument one-half to three-fourths revolutions. To assure the anvil is free from tissue, rotate the instrument 90° in both directions. To withdraw the open instrument, gently apply rearward traction while simultaneously rotating. Please reference instructions for use for additional information needed. The device history records were reviewed and the manufacturing criteria was met prior to the release of the device.

Event description:
It was reported that during a ladg, the device could not be removed from the patient after firing between the stomach and the duodenum. The doctor felt an unexpected resistance in firing. Eventually, the anastomosis site was cut and hand suture was performed to anastomose the site. There were no adverse consequences to the patient.